Event description:
The customer reported the tracheal intubation fiberscope had a damaged curved rubber. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the coating of the image guide serpentine was peeling off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following; bending section cover or distal sheath has a cut; due to a cut on bending section cover or distal sheath water tightness is lost; connecting tube has a dent; connecting tube has a scratch; eyepiece has a scratch; and diopter ring has a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the past year. Although it was determined that the defect was likely caused by stress of repeated use, external factors, or handling, a definitive root cause of the peeled coating could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.